Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported subtraction mode did not work and the system had a loss of cine function. There was no patient injury or death reported.